Event description:
The manufacturer used to make labels tegaderm and tegaderm - hp. However they have stopped making the labels tegaderm -hp. But at the same time alleging that the products are tegaderm-hp which confuses both nurses and patients. Some pts refused to have tegaderm referred to as being the same as tegaderm-hp.

Event description:
Add'l info rec'd from MFR 7/2/04: in april 2003, 3m began using the same back liner on both the tegaderm and the tegaderm hp product lines. In dec. 2003, a decision was made to print "tegaderm hp" on the dressing change label tape in order to better differentiate the product once the individual packaging was removed. This decision was made to assist kit customers in being able to easily identify standard tegaderm from tegaderm hp products. The individual packaging did not change and clearly identifies which product it contains.